Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick monorail balloon ruptured at 8 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the proximal lad coronary artery. The maverick monorail balloon was being used to predilate the lesion for placement of a duraflex stent. The maverick monorail balloon was removed and replaced with another maverick monorail balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.